Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary back flowed into the primary was confirmed through functional testing. The sample was sent to the check valve supplier and testing resulted in normal findings. Disassembly of the check valve did not find any particle or anomalies. The cause for the customer's experience was due to a check valve failure. The root cause of the failure could not be determined. The lot number was not identified. Based on the smartsite laser number and check valve part number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported the secondary fluid back flowed into the primary fluid. No pt harm reported. No additional info was available.